Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
This complaint submission also includes information provided in related pis: (B)(4). On (B)(6) 2015, the reporter for the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading inaccurately erratic and inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged inaccuracy began on "about (B)(6) 2015". The reporter claimed the patient had obtained alleged inaccurate erratic blood glucose results of "500 and 160mg/dl" on the subject meter, performed within 20 minutes of each other. Additionally, the patient obtained a result of "183mg/dl" on the subject meter, compared with "74mg/dl" on another meter. The patient manages her diabetes by self-adjusting insulin doses "24 units in the morning and 12 units in the evening" and since the beginning of (B)(6) she has increased her dose of medication by an unspecified amount. The reporter was unable or unwilling to provide a date or time but detailed that after the alleged product issue the patient developed the symptoms of "pale skin, shaky and dark around her eyes". On (B)(6) 2015 11:50 -12:00pm she received treatment of food and/or drink from a health care professional. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct testing steps were carried out and the sample was taken from an approved sample site. Cca noted that the test strips were stored correctly and not expired and that the test vial was intact. The patient carried out a control solution a test which fell within range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.